Manufacturer narrative:
Part: 03.010.523; lot: l072663; manufacturing site: (B)(4); release to warehouse date: october 06, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The specifications for used stainless steel material 17-4ph / 1.4542 were according to astm f899/a564. The hardness test was reviewed and the measured hardness after the heat treatment process was within the specification. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail insertion procedure on (B)(6) 2019, the driving cap insertion threads broke off in the insertion handle. The surgery continued using a different driving cap. Fragments were generated from the broken device but were removed easily. Procedure was successfully completed with no surgical delay. There were no patient consequences. Concomitant devices: radiolucent insertion handle (part: 03.010.486, lot: l178565, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.010.523, lot l072663: manufacturing site: bettlach. Release to warehouse date: october 06, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Stainless steel material was used according specifications. The hardness test was reviewed and the measured hardness after the heat treatment process was within the specification. A product investigation was completed: the device was not returned. The returned photographic imaged were reviewed. The images depict a driving cap that broke within the device's distal thread feature. No other damage was noted besides heavy cosmetic wear consistent with use. No issues were observed with the concomitant insertion handle. The relevant drawings were reviewed. No design issues were noted. A broken condition was confirmed during investigation. During investigation, no unidentified product design or manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.